Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly. The lead was capped and replaced. No patient symptoms or additional information was reported.

Event description:
New information received on (B)(6) 2015 states that the lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.